Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection with sepsis. Reportedly, the pain had pain near front of the incision site of the sternum and there was also a bump or lump developing. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead was explanted.

Event description:
It was reported that this lead was part of a system revision due to infection with sepsis. Reportedly, the pain had pain near front of the incision site of the sternum and there was also a bump or lump developing. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this lead exhibited infection with sepsis. In addition, the patient had pain near front at the incision site and a bump/lump was developed. The pain was lessened when started to prescribed with antibiotics but pain still present at pocket incision. A second round of antibiotics was given. A revision was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) along with the lead were explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. This explanted lead will be returned. It was reported that the patient had an abscess on the xiphoidal incision. No additional adverse patient effects were reported.